Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as blisters under the electrodes. The patient's doctor recommended the patient use hydrocortisone and advised the patient of a metal allergy. Follow up attempts were completed; however, the skin irritation had not resolved. The patient ended use of the lifevest.